Event description:
The hcp called manufacturer for instructions to program the implanted pump to minimum rate because the pump was going to be explanted due to infection, and the pump will be sent to their lab to be cultured. Additional information has been requested from the patient's physician, and a follow up report will be sent when new information is received.